Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, it was noted that the lead had insulation damage. There was difficulty with the lead going in and out of the sheath with a lot of resistance. They were unable to find a suitable location and satisfactory parameters after several placement attempts. The lead was unable to pace. Changing to different locations did not help. The lead was not used and a different lead was placed. No patient complications have been reported as a result of this event.